Manufacturer narrative:
This supplemental is being filed to update b3: event date, b2: outcomes attrib to adv event, d6b: explant date, h6: impact codes and the initial reporter. If information is provided in the future, a supplemental report will be issued.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to wound infection. Reportedly the patient presented to the emergency room (ER) with complaint of swelling, redness and intermittent draining from incision site a few days after the staples were removed. The patient was prescribed with oral antibiotics for ten days and advised for a follow-up with physician the next day. There were no additional adverse patient effects reported. The rv lead remains in service. Additional information indicated that this right ventricular (rv) lead has been explanted due to infection. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to wound infection. Reportedly the patient presented to the emergency room (ER) with complaint of swelling, redness and intermittent draining from incision site a few days after the staples were removed. The patient was prescribed with oral antibiotics for ten days and advised for a follow-up with physician the next day. There were no additional adverse patient effects reported. The rv lead remains in service.